Event description:
It was reported to boston scientific corporation that two wallflex biliary stents were to be implanted in the bile duct to treat a stricture caused by cancer during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2025. During the procedure, the first stent (subject of this report) was successfully deployed, however, when the physician attempted to remove the deployment catheter, the stent dislodged. The physician then removed the first stent and attempted to implant a second wallflex stent (subject of report 3005099803-2025-01294) but the issue occurred again, the stent dislodged. Both stents were removed using grasping forceps. The physician decided then to use a plastic stent as replacement and the procedure was completed. There were no patient complications reported as a result of this event. Note: it was reported that the bile duct was narrow with malignant stenosis of 6 to 7cm in size.

Manufacturer narrative:
Block h6: imdrf device code a1502 captures the reportable event of stent positioning issue.